Manufacturer narrative:
PMA/510k: this product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, noise resulting in oversensing was noted on the right ventricular lead. Technical support was contacted and it was also determined that the oversensing due to noise has resulted in low sensing threshold trend. It was suspected that the cause of the event was due to lead insulation damage. However, no diagnostic imaging was conducted to confirm the supposition. No intervention has been conducted at this time. The patient was stable and will continue to be monitored.